Event description:
The customer reported a false positive result with the ID now covid-19 assay in (B)(6) 2022. Confirmation pcr and antigen testing was performed which generated negative results. Although requested, the customer refused to provide additional information including patient health status and outcome.

Manufacturer narrative:
Additional information: date of event: event date is an approximation. Additional manufacturer narrative: similar product to 190-000. Investigation summary: the required intake information to enable further investigation, such as the kit's lot number and logfiles, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue as no information was provided for investigation.